Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 2).

Manufacturer narrative:
Patient information is unknown (B)(4). ( device is an instrument and is not implanted/explanted. Part 03.130.010, synthes lot 9923513: release to warehouse date: august 28, 2016. Expiration date: august 28, 2036. Supplier: universal punch. Device history records review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hand open reduction internal fixation (orif) surgery on (B)(6) 2017. During the case while the surgeon was tightening screws the tip of the screwdriver shaft sheared off. A routine x-ray confirmed the fragment finding that was retrieved. A back-up screwdriver was used to place the remainder of the screws but it was noted to have a twisted tip at the end of the case. There was no reported surgical delay. No harm was reported to the patient. The patient tolerated the procedure that was successfully completed. This is report 1 of 1 for com-2(B)(4).

Manufacturer narrative:
Product development investigation has been completed for part 03.130.010, synthes lot 9923513. A visual inspection, drawing review and device history records review were performed as part of this investigation. One of the returned screwdrivers was found to have a broken tip. The tip was broken in a spiral pattern. The other screwdriver was confirmed to have a twisted tip in the direction of tightening. No other issues were noted. The complaint is confirmed. Replication of the complaint condition is not applicable as the devices are already broken and twisted. Relevant drawings were reviewed during the investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The damage to the screwdrivers is likely related to excessive torque. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI# (B)(4). Part 03.130.010, synthes lot 9923513: release to warehouse date: august 28, 2016. Supplier: (B)(4). Device history records review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against maude report mw5067176. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached.